Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that the patient came to the emergency room (ER) on the day of the report with intense shaking that started the day prior. The reporter wanted help to check the implantable neurostimulators (ins) as there was concern about the batteries being dead. The patient programmer was unavailable. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0217159v, implanted: (B)(6) 2002, product type: lead product ID: 748251, serial# (B)(4), implanted: (B)(6) (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0230891v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).